Event description:
During a hip arthroscopy procedure, the physician was attempting to place a stitch using a speedstitch suture cartridge. The physician reported that the stitch failed intra-operatively. A total of three cartridges from three different lots were used and each did not properly work. The event reportedly caused a surgical delay of 30 minutes. The procedure was completed using a new speedstitch suture cartridge from a different lot. No pt complications were reported as a result of this event.

Manufacturer narrative:
Reference manufacturer report(s): 3006524618-2012-00679, 00688.